Event description:
A patient who was about to undergo a left total knee replacement was administered an attempted spinal block, which was not effective. Notes from the anesthesia record:07:28 - patient positioned sitting.07:28 - spinal performed by certified registered nurse anesthetist.07:28 - sterile prep with chloraprep and draped.07:28 - vertebral interspace l3/4 located by palpation.07:28 - 25 g whitacre needle advanced to subarachnoid space using midline approach with introducer. Positive cerebrospinal fluid identification.07:28 - number of attempts: 1.07:28 - patient did not report parasthesias.07:29 - injection of 1.6ml of 0.75% bupivacaine with 8.25% dextrose, 15 mcg fentanyl, lot#2951165.this block did not take effect, and the anesthesia was then changed to general. The surgery was accomplished with no complications. Note: we do not have the empty bupivicaine ampule or info from the bupivicaine; we only have the empty smith's medical spinal tray.